Event description:
Us customer contacted cepheid to discuss three patients experiencing discrepant results with xpert xpress cov-2/flu/rsv plus. All three samples were processed per pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov2 negative; flu a negative; flu b negative and rsv positive. Since it was not common to have positive for rsv and they had three patients in a row, they sent all three samples to another lab that performed pcr tests and got negative result for all three samples. Additional information about this test or result not available. All three patients were symptomatic, and the rsv positive result was reported to the physician. Samples were collected, stored at room temperature, and tested in the same day with a maximum of an hour.

Manufacturer narrative:
Us customer contacted cepheid to discuss three patients experiencing discrepant results with xpert xpress cov-2/flu/rsv plus. All three samples were processed per pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov2 negative; flu a negative; flu b negative and rsv positive. Since it was not common to have positive for rsv and they had three patients in a row, they sent all three samples to another lab that performed pcr tests and got negative result for all three samples. Additional information about this test or result not available. All three patients were symptomatic, and the rsv positive result was reported to the physician. Samples were collected, stored at room temperature, and tested in the same day with a maximum of an hour. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.

Manufacturer narrative:
In the initial report, b4 section 'date of this report' should be corrected to 15-dec-2023. Additional manufacturer narrative: us customer contacted cepheid to discuss three patients experiencing discrepant results with xpert xpress cov-2/flu/rsv plus. All three samples were processed per pi on xpert xpress cov-2/flu/rsv plus, which resulted in sars-cov2 negative; flu a negative; flu b negative and rsv positive. Since it was not common to have positive for rsv and they had three patients in a row, they sent all three samples to another lab that performed pcr tests and got negative result for all three samples. Additional information about this test or result not available. All three patients were symptomatic, and the rsv positive result was reported to the physician. Samples were collected, stored at room temperature, and tested in the same day with a maximum of an hour. Given the low likelihood, given the regional epidemiology at the time of testing, of 3 rsv positive results obtained in a row from samples from three different individuals, collected from 3 distinct individuals, this case likely represents a series of false positive results owing to cross contamination issues. The customer has been contacted by phone to request further information and/or to obtain copies of the test results which may alter the interpretation of this case. The customer was contacted 3 times over two weeks. No reply was provided from the customer. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.